Event description:
It was reported that during an emergency room (ER) visit, the health care professional (hcp) called technical services (ts) for consult review to confirm pacemaker device operation. Upon review, the presenting electrogram (egm) showed this right ventricular (rv) lead exhibit loss of capture (loc). No adverse patient effects were reported. This pacemaker and rv lead remains in service.